Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated chloride results on the alinity c processing module. The 1 ml syringe on the alinity c was noted to contain a white powder build-up at the tip of the plunger. The syringe was replaced to resolve the issue. The following data was provided. Sid (B)(6). Initial: (B)(6). Re-run (B)(6) mmol/l (reported). Normal range: 95 - 108 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer inspected the instrument and observed a white substance at the tip of the 1ml syringe plunger. The customer resolved the issue by replacing the syringe. No additional discrepant chloride results have been reported since the syringe was replaced. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the 1ml syringe. Based on the investigation, no deficiency was identified.